Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a flexible ureteroscopy procedure, the ncircle delta wire tipless stone extractor basket couldn't close completely as half of the basket seemed to remain outside the extractor's sheath. A second basket was used and showed the same failure, as well as the surface of the sheath on the tip was found missing (MDR # 1820334-2018-00101). No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Customer couldn't close the basket completely, as half of the basket remains outside the extractors sheath. The second basket shows the same failures and also the surface of the sheath on the tip is missing. The missing surface of the sheath was before they introduced the extractor into the patient. Customer reported that they had the situation a few times with this lot and rpn so that's why they decided to send back the whole stock and ask for replacement.¿ returned device #1 was found to fully open, but not fully close. The sheath was damaged, preventing the closing of the basket. The basket formation was also found to be misshapen. The cause for the damage could not be determined. Returned device #2 was found to be functional, but the basket protrudes 3 mm from the end of the sheath. The specification is 1-2mm. No damage was noted. This same issue was found with the seven unopened baskets. The male luer lock adapters were found to be loose on all 8 devices. The tip extension is 100% verified during manufacturing and during the end of lot quality control check. The cause for the tip extension issue could not be determined. The complaint was confirmed based on the returned device. Current controls are in place in manufacturing to assure device functionality prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The likely root cause of this event is unknown. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.